Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6295671. Medical device expiration date: 10/31/2017. Device manufacture date: 10/21/2016. Medical device lot #: 7199558. Medical device expiration date: 07/31/2018. Device manufacture date: 07/18/2017. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had "poor separation".